Event description:
Customer reported the system did not stop x-rays. No pt injury was reported.

Manufacturer narrative:
Possible aro. Phone fix. A ge representative assisted the customer over the phone to restore operability.